Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial flutter a farawave pulse field ablation catheter was selected for use. A cavotricuspid isthmus cti flutter ablation was done on the right side with a farawave catheter, and after 6 ablations on the cti, the flutter terminated. When attempting to pace to check for cti block, and when coming off pacing the patient went into a junctional rhythm and was bradycardic. Attempted to pace again, all the catheters were removed from the body except the cs catheter. The patient was monitored for 30 minutes, then was woken up and attempted to get transient conduction, and the patient was mostly in a junctional rhythm with occasional normal sinus beats. Anesthesia administered unknown medications for rhythm, and the physician was prepping for a temporary pacemaker, but it is unknown if it was implanted due to patient condition. The patient was move to recovery and was stable. When in recovery, it was stated the patient had an effusion found after the case, but is unknown how it was discovered, confirmed or treated. There was no device malfunction reported. No additional information was provided.